Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided), and a moderate ketone level. The cause of the elevated bg level was unknown. Bg was treated via intravenous saline and insulin. Reportedly, the customer left the ER 4 hours late with the issue resolved and no permanent damage.